Event description:
It was reported that during dft testing at implant, the device detected vf and began to charge. The device would not complete a charge after 24 seconds. The patient was externally rescued. Capacitor maintenance tests showed extended charge times. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported extended charge time was confirmed in the laboratory. The extended charge time was traced to an anomalous component within the hybrid.